Manufacturer narrative:
Additional information: product return date. Manufacture date: the reported event, flames at the tip, could not be confirmed; the reported event is multifactorial. The reported event would require ignition source, oxygen and fuel. The device could act as an ignition source and oxygen is present in the air. The device or the material the device is made of would not be a fuel source. The fuel source is likely from an outside source. During visual inspection no witness marks were observed that would suggest a flame was present at the tip of the device.

Event description:
The user facility reported the device had a flame at the tip during a procedure. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported the device had a flame at the tip during a procedure. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.